Manufacturer narrative:
This report is submitted on june 16, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site. There are plans to remove the abutment and to convert the patient to a transcutaneous osia implant system; however, this has not occurred as of the date of this report.